Event description:
The customer reported that the insulin pump did not alarm when the reservoir was empty, and he expressed discomfort and concerns on how the device operates. The caller stated that he got a low reservoir alarm, but the insulin pump did not alarm when there was no insulin in the reservoir. The customer mentioned also having issues with the transmitter in the past. However, everything was functioning at time of call. The high pressure could not be performed as customer did not have a tubing clam available at the time. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.